Event description:
It was reported that "pt called in adv the walker she rcvd in (B)(6) 2023 has a broken bar under the medline bag"

Manufacturer narrative:
It was reported that "pt called in adv the walker she rcvd in (B)(6) 2023 has a broken bar under the medline bag.the bar that goes cross the rollator broke off on one side she adv the bar is the black bar that goes cross the middle of the rollator itself. She adv she is afraid that without the bar she may fall when sitting as she is not sure what purpose the bar has. Pt does use the rollator on a daily basis and req this to be able to walk and get around" stored next to her unfolded. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.